Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to intermittent output and intermittent loss of capture.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 15 cm distal to the is-1 connector pin. In the region of the suture sleeve a squeezed lead body and deformations of the outer conductor coil were observed . Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. In addition, cuts in the insulation were observed in this area which occurred most likely during the explantation procedure. Blood penetrated the lead. Furthermore, approx. 2 cm distal of the is-1 connector pin the inner conductor coil was found bent. It is reasonable to assume that this damage was due to mechanical forces, applied during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.